Manufacturer narrative:
Device was returned to the MFR (MFR) and has been analyzed as follows: the device with a 2 1/8" portion of attached catheter and a 5" segment of loose catheter were received. Visual and microscopic examination of the device septum revealed normal usage with no internal damage. A brownish red material consistent with blood was noted in the device reservoir under the device septum and in the flow path. Brownish red material was also noted in the distal end of the 2 1/8" portion of attached catheter. Discoloration, compression marks and irregularly cut material was seen on the 2 1/8" attached portion of catheter and on the 5" segment of loose catheter. The device with attached portion of catheter and the loose segment of catheter were patent with no resistance felt when flushed with 5cc sterile water. A clear fluid with a few particles consistent with blood was collected. The device flushed and aspirated as intended. No leaks were noted when the device/catheter and loose segment of catheter was pressurized with air and fluid. Based on the info available and results of MFR.'s analysis fo the device, the report that "the device catheter ruptured between the clavicle and first rib" has been confirmed. Anatomically induced repetitive clavicular compression appears to have caused the damage found the MFR.'s analysis of the device. No further details are available. The customer will be notified of the MFR.'s findings and forwarded an article exclusive to "pinch-off sign" for their review. The MFR. Is now closing the file on this event.

Event description:
On 11/14/97, the distributor's sales representative informed the MFR's (MFR) representative via telephone and faxed reports that a customer in her territory had experienced three (3) problems with this device. This report concerns the first event. The report states the following: the catheter ruptured between the clavical and 1st rib. The distal catheter was retrieved by fluoroscopy on 4/12/97. The device was removed in surgery on 4/22/97. The report states that the facility notified the food and drug administraton (FDA) concerning this event and that the device is available for evaluation at the facility. No further details were provided at this time.